Event description:
It was reported that it was discovered at the patient¿s most recent refill in january that their pump had been ¿fitting loosely¿ in the pocket and had been flipping over approximately the last 6 months. The report was confirmed. As a result, a revision was completed in the morning on the date of this report. The pump was moved to the other side of the flank at the revision. They used the existing spinal segment of the catheter and replaced the pump segment with a new section from an 8780 catheter. They had ¿great flow¿ with the new catheter and the reporter was about to prime the catheter. The issues with the pump flipped never interrupted therapy for the patient. The device system was used to deliver dilaudid. Additional information has been requested regarding the cause for the flipped pump and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information later received reported that the pump was sitting loosely on the pocket and was flipping. It resolved when it was revised. The patient was noted as ¿doing fine¿ now.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).